Manufacturer narrative:
Analysis of the catheter found that there was a kink observed in the catheter body. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 400 mcg/ml fentanyl at 119.77 mcg/day and 10 mg/ml hydromorphone at 2.994 mg/day. The reason for use was non-malignant pain. It was reported that the patient wanted to talk to a manufacturer¿s representative (rep) because she thought that something was wrong with her pump and was hospitalized, but her old clinic would not look at her device. She went to a new clinic and the new clinic found that the catheter was not placed in the correct area to control the pain that she suffers from. The issue had occurred since implant ((B)(6) 2018). The patient then stated that on monday ((B)(6) 2019) she will have to have the catheter placed in the correct area. They wanted to speak with a rep to gather information on what she should do next. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. There were no symptoms reported. Additional information was received from the hcp via the rep on (B)(6) 2019. It was reported that the patient had no pain relief in her abdomen. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a catheter dye study on (B)(6) 2019. The patient had a normal catheter dye study, but the catheter migrated from t9/10 to l1 and she has abdominal pain. The doctor wanted to place a new catheter at t5. It was noted the ascenda catheter had a start to a kink from tissue folding it over, this was not an issue yet but maybe could lead to one. Interventions/actions that were taken to resolve the issue included surgery on (B)(6) 2019. She was also coming in every month for fills so they replaced the pump from a 20 ml to a 40 ml. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.